Manufacturer narrative:
Received a 18ga iag bc catheter-adapter assembly along with a piece of top web (packaging) from lot 8170875. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Visual examination: the received unit revealed a crack in the adapter body which ran linear with the unit and transposed within the material. Conclusion(s): manufacturing : although a definite source that caused the damage observed on the adapter could not be determined, this could potentially have been caused either due to high air pressure on the rotate gripper transferring the adapter from the escapement to pins or/and low air pressure on the feeder (hopper) : air pressure needs to be altered to allow adjustments due to variation on material.

Event description:
It was reported that an unspecified number of 18g x 1.88in (1.3 x 48 mm) insyte autoguard bc experienced catheter adapter/connector/hub cracked/broken which was noted prior to use. The following information was provided by the initial reporter: material no: 382547 batch no: unknown. Hole in the green part of the hub.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of 18g x 1.88in (1.3 x 48 mm) insyte autoguard bc experienced catheter adapter/connector/hub cracked/broken which was noted prior to use. The following information was provided by the initial reporter: material no: 382547, batch no: unknown. Hole in the green part of the hub.